Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm 6 months ago. Aneurysm morphology was not reported. Vessel morphology was reported as moderate tortuosity, moderate calcification, with moderate angulation of the aortic neck. It was reported that there was a type I endoleak. The physician elected to treat the patient with placement of two aneurx aortic cuffs. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation results: endoleak, moderate tortuosity, moderate calcification, with moderate angulation of the aortic neck. Eval conclusion: moderate tortuosity, moderate calcification, with moderate angulation of the aortic neck.